Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: respiratory problems, analphylactic reactions, mental and emotional distress, loss of earnings and earning capacity.